Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment was not able to confirm the reported event. The devices to date have not been returned and a device evaluation could not be completed. The most likely cause of being unable to deploy the ipsilateral limb of the bifurcated device could not be determined due to a lack of medical records and imaging surrounding the event. Associated clinical harms for this event included: surgical conversion. The final patient disposition was reported to be alive. A manufacturing review of the lot history of the device could not be completed due to the lack of information received. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
To date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of afx devices the physician had difficulty deploying the ipsilateral limb. The physician tried pulling on the handle and without success the limb of the bifurcated device did not deploy. The physician elected to explant the devices and complete an open repair. The patient was reported to be stable post procedure. There have been no additional adverse events reported for this patient.